Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found damage to proximal stent rows 1-2 with stent struts lifted and pulled distally. The undamaged crimped stent outer diameter (od) was measured and is within maximum crimped stent profile measurement. The tip was visually and microscopically examined and no damage was noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found no issues along the hypotube. A visual and tactile examination of the outer and inner lumen and mid-shaft found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03041. Reportable based on additional information received on 22-mar-2018. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in the moderately tortuous and moderately calcified left anterior descending artery. Following pre-dilation with a 2.5x20mm, 2.7x20mm and 3.0x20mm non-bsc balloon catheters, a 3.50x38mm promus element¿ plus drug-eluting stent was advanced but failed to cross the lesion. Another 3.00x24mm promus element¿ plus drug-eluting stent as advanced but still failed to cross the lesion. The device was removed and the procedure was completed with a 3.0x15mm non-bs stent. No patient complications were reported and patient's status was stable. However, it was further reported that the stent damaged during advancing to the patient.